Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had an MRI on an unknown date and ever since the MRI, the patient has felt burning in the pocket and hasn¿t been able to charge the ins. It was noted that the ins was charged when the patient went in for the MRI. It was reported that the physician was worried that the ins might be fried and that the whole system may need to be replaced. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the patient let their battery go into an overdischarged state. The rep met with the patient on (B)(6) 2017 and did a hard boot. The patient was able to fully charge the battery. The rep met with the patient on (B)(6) 2017 and cleared a power-on-reset (por) message. Stimulation was then turned on, coverage was good, and the patient was happy with the results. No further complications were reported.